Event description:
The lay user/patient contacted lifescan in 2008 reporting that his one touch ultra meter was powering off during use. The mas tried to contact the patient on april 24 and april 29 of 2008 to get additional information and left the message requesting a call back. A letter will be mailed to the customer requesting a call back. On the day prior to original date, the patient felt sweaty and had headache after he was not able to test himself on the lfs meter. The patient tested himself on his back up meter and claimed obtaining readings of 68 and 97 mg/dl. As a result of the readings, the patient took 2 fewer units of insulin than his usual intake. The patient also ate food to bring his glucose level up. The patient did not report seeking any other medical attention. The customer care advocate (cca) verified that it was not a new product. The cca determined that the patient did not replace the battery per the owner's manual. It would have been helpful obtaining information clarifying when did the patient receive reading of 68 on the back up meter (was it prior to eating and taking low dosage) and 97 on the back up meter (was it after eating), how long patient did not test on his back up meter, correct sequence of the whole incident, was the insulin dosage fixed or based on meter reading did the patient feel better after eating food. This complaint is being reported as the patient claimed to develop symptoms suggestive of hypoglycemia after the onset of alleged lfs meter issue. The patient claimed he ate food to bring his blood sugar level up.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.